Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/28/2016. Visual inspection of printer s/n (B)(4) confirmed the melted surfaces on the casing. It is likely that an electrical short occurred at some point in the circuit between fuse f1 and the j5 connector of the main board, which is outside of the effective protection coverage of fuse f1. It is unknown whether a defective inductor component l3 was the source of the electrical short, or if there was an electrical short at some point in the circuit between connector j5 and inductor l3 which resulted in damage to inductor l3. Based on the photographs taken during failure analysis, a large amount of electrical current flowed between the positive and negative terminals of connector j5 to the point that it melted the solder and the pcb material around it. The apoc-approved power adapter features its own short circuit protection mechanism that is intended to protect the overall printer circuit against an electrical short that occurs at any point in the circuit. No failure analysis could be performed on the power adapter used at the time of the incident as the power adapter was not returned with the complaint printer. The photo of the power adapter connector provided by the customer shows a connector that is different in appearance from an apoc-approved power adapter connector. Based on the photo evidence and the fact that the apoc-approved power supply has a short-circuit protection mechanism that protects against electrical shorts, as supported by the results of testing performed during failure analysis, the potential cause of the customer complaint is that a power adapter that is not apoc-approved was used to power the complaint printer at the time of the incident. Section 7 - 14 of the I-stat system manual states: "use only power adaptor and power supply (list number 04p74-02) provided with the I-stat printer kit".

Event description:
Na

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer who reported that an I-stat printer was burnt and melted casing around 12vcd power connection. The customer also reported that there was visible smoke coming from the printer at the time of the event. The product was replaced at no charge. Product is being returned for investigation. Per I-stat system manual: art: 714369-00k: printer cautions: use only a rechargeable battery pack purchased from abbott point of care (list number 04p74-03). Rechargeable battery packs not recommended by or purchased from abbott point of care may be susceptible to overheating and could lead to a potential fire or burn hazard. Use only power adaptor and power supply (list number 04p74-02) provided with the I-stat printer kit. There are no injuries associated with this event. At this time there is no evidence of a confirmed malfunction and product was replaced at no charge.